Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported an impella 5.5 was placed on a patient and would be worked up for ventricular assist device. Initially during impella 5.5 support it was noted that the patient was doing well and hemodynamically stable. However, several days after support started the patient began to have a gastrointestinal bleed and heparin was being held. Additionally, the patient was clostridioides difficile positive. It was noted that after that, the patient continue to have bleeds with dark stools and the patient received several units of blood. Ultimately, it was noted that the patient began having abdomen pain resulting in a computed tomography that revealed free air in abdomen. General surgery was consulted. However, the patient began to decompensate quickly. It was believed that the patient had ischemic bowel and surgery was deemed not to be an option. The patient continued to decompensate and expired on support.